Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that a red foreign substance was observed inside the tip of the shaver.